Manufacturer narrative:
The device involved in this event was not returned as it has been retained by the hospital. If new information is obtained, a follow up report will be submitted.

Event description:
Consumer reported that he was a patient at (B)(6) hospital last (B)(6) ((B)(6) 2017). He stated that when he was discharged from the hospital he was connected to a radius-7. When the nurse removed the catheter, he said he felt an electrical shock where the urine touched his leg. He reported the issue to the hospital, but was not satisfied with the answer he got from the hospital so he wanted to report it to the manufacturer of the radius-7.